Manufacturer narrative:
H2: initial reporter information updated, see e1-e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6) ubd: unknown, UDI#:(B)(4). H3, h6: the system was serviced in the field. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. H3, h6: the returned psu was analyzed. It had many scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .516mm with a passing threshold of .250mm. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying "localizer not recognized". This was seen outside of a case. It was determined that the system was outdated and it was suspected that the probable cause was the camera's complementary metal oxide semiconductor (cmos) battery. But the error described could suggest connection issues rather than camera fault. There was no patient involvement. Additional troubleshooting information was received. It was reported that when going through the network device interface (ndi) toolbox, a bump error and internal temp error was found.